Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed. Review of session records showed myopotential oversensing. Device was reprogrammed and the issue was resolved. Patient's condition was good.